Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at 1.8 mg/day and 300 mcg/ml baclofen at 53.98 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that there was a motor stall that occurred at 12:03 on (B)(6) 2016. It was noted that the patient had an MRI on (B)(6) 2016. The stall recovery was not confirmed until (B)(6) 2016 after the patient tried utilizing their personal therapy manager (ptm) for a bolus dose and saw the motor stall code. There was no audible critical pump alarm. There were no symptoms reported related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.